Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was also noted that the index knob and the lock needed new components added to replace worn internal parts. As a result new components were added to replace worn internal parts and the unit was machined to have heli-coils added to large starburst threads. General cleaning and maintenance were performed. Root cause - complaint is confirmed via inspection of the unit. Unit required cleaning and replacement of worn components due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking knob on the mayfield modified skull clamp (a1059) was loose and had very little tension when changing positions. No patient injury or surgical delay has been reported.